Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reprocessing steps at the material residue point were not deviated from the instruction manual. Additionally, there was no physical damage was confirmed at the place where the foreign material remained. The root cause of the reported events is unable to be determined. However, the likely cause of the event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an image disturbance while using the evis exera iii duodenovideoscope. The device was returned for evaluation. During the device evaluation, it was found that the air/water tube and the air/water cylinder had white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage to the plug unit, the image was not displayed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the air/water cylinder had no color, the suction cylinder has no color, the switch box had a scratch, the cable unit had corrosion due to water leakage, due to wear of angle wire, bending angle in up direction did not meet the standard value, the objective lens had a chip, the light guide lens had a crack, the bending tube was deformed, the connecting tube had a cut, the adhesive around objective lens had a chip, and there was corrosion around forceps elevator arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.